Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that post device upgrade, a high out of range atrial pacing impedance measurement was exhibited. The upgrade procedure was approximately one month prior and the associated atrial lead a non boston scientific product. Prior to the upgrade, impedance measurements were stable around 900 ohms; however a spike to 2355 ohms now noted. The patient is zero percent atrial paced and thresholds are stable with no noise present. The physician has been notified and elected to monitor the patient at this time with no intervention planned.